Event description:
In 2002 pt received paradigm insulin pump, pt now waiting for 3rd insulin pump to be sent to them, as a result of pump malfunciton. During these malfunctions, they have experienced extremely high blood sugars, ketones, headaches, weakness, and poor judgement. In reference #9, the product will be returned to the MFR within the week so rptr can get a replacement unit. Rptr's first malfunctioning pump was due to the "software going bad." The second malfunction was due to the driver arm "going bad", which is the component that pushes the insulin through the line. The co highly recommended rptr immediately disconnect the unit.